Event description:
The customer reported the generation of erroneously low patient results with ¿g¿ flags on multiple analytes including alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), albumin (alb), bicarbonate (co2), calcium arsenazo (caza), glucose (glu), lipase (lip), creatinine (cre), total protein (tp), urea nitrogen (bun), magnesium (mg), sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The samples were repeated on another analyzer with higher results. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for four patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).